Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an unspecified procedure with a mentor smooth round high profile 420 cc saline breast prosthesis that deflated after implantation. Deflation was discovered during a physical exam. Deflated device is still implanted. Patient reported that she will undergo replacement with an unspecified breast prostheses on an unspecified date.

Manufacturer narrative:
On (B)(6) 2018, the device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4).

Manufacturer narrative:
On 08/09/2018, the mentor failure analysis lab received the device for evaluation. On 08/09/2018, mentor received additional information about the event. The patient underwent bilateral explantation and replacement with allergan brand breast prostheses on (B)(6) 2018. On 08/20/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device contained no fluid. No foreign material was observed within the device or on the shell surface. During visual examination of the device, the product evaluation (pe) team observed a rent on the anterior view measuring 4.5 cm. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, pe was precluded from further evaluating the device. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release; pe concluded that the rent occurred sometime subsequent to the removal of the device from its protective packaging. The complaint of deflation was confirmed since a rent was found on the device. However, at this point is it not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, mentor received additional information about the event. It was reported that the patient developed capsular contracture (baker grade unknown) in her breast. Patient code ¿capsular contracture¿ has been added. On (B)(6) 2018, the mentor product evaluation (pe) team concluded that the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. Manufacturer¿s reference number: (B)(4).